Manufacturer narrative:
The lens was returned posterior surface up in the lens case. Viscoelastic was observed on the lens. One haptic was bent distal area. The lens was cleaned with klrp. The optic has a crack on the posterior surface. Complaint and product history records were reviewed, and documentation indicated the product met release criteria. There was no similar complaint reported for the product lot/batch/serial under investigation. A non-conformance-based review did not reveal any potential contributing factors to the reported complaint. A non-qualified handpiece was indicated. It is unknown of a qualified cartridge and viscoelastic were used. The company lens is only qualified for use with company ii a and ii b cartridges with a company handpiece. The reported haptic damage was observed. Optic damage was also observed. The root cause for the damage appears to be related to a failure to follow the instructions for use (IFU). A non-qualified handpiece was indicated. It is unknown if a qualified cartridge and viscoelastic were used. The company lens is only qualified for use with company ii a and ii b cartridges with an company handpiece. The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that before cataract intraocular lens (iol) implant procedure, due to poor condition of the injector, the haptics bends and becomes unusable. The procedure was completed on same day and there was no patient contact.